Event description:
On 4/1/97 pt had extensive abdominal surgery. On 4/11/97 pt returned to surgery for sponge left in from previous surgery. Pt's length of stay extended. Sponge count correct after first surgery. On 4/12/97 custom pla packs from baxter healthcare corp. Had two packs with inaccurate count of raytex sponges.